Manufacturer narrative:
(B)(4). D10: cat: 163663 lot: j7317140 28mm dia cocr mod hd +3mm nk. Cat: unk lot: 107290 unk sell. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip closed reduction attempt and then revision due to a dislocation of the head and liner, disassociation of the liner and shell, pain, and a mild to moderate antalgic gait. Head and liner were exchanged. Shell and stem retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; g4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: revision op notes - presented to the office with pain and unusual noise coming from the hip, found to have dissociation of the poly component of the dm head ball a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.